Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall and caused a mild pericardial effusion. The lead also exhibited loss of capture and high capture thresholds. The lead was repositioned and remains in service. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall and caused a mild pericardial effusion. The lead also exhibited loss of capture and high capture thresholds. The lead was repositioned and remains in service. No additional adverse patient effects. This lead was eventually explanted due to an unrelated cause and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code (B)(6) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation, pericardial effusion, failure to capture and high capture thresholds. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.